Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.